Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving mo rphine (concentration 13mg/ml, dose 6.395 mg/day), bupivacaine (concentration 13 mg/ml, unknown dose) and clonidine (concentration 400 mcg/ml, unknown dose) for spinal pain and failed back surgery syndrome. It was reported that the patient was unaware of the refill date. The patient reported to the emergency room (ER) on (B)(6) 3016 complaining of increased pain. Patient stated he had moved to the area 1 month ago and had been unable to make contact with a managing physician. He expected his pump to run out in mid (B)(6). After telemetry, pump alarm date (low reservoir alarm) was (B)(6) and the reservoir was empty (empty reservoir alarm) was (B)(6). The patient stated he started hearing alarm on (B)(6). Patientwas discharged with oral meds and asked to report to the pain clinic at 7:30am on this report date. The pain clinic was unable to refill pump as they do not manage pumps. The patient was referred to the ER to be evaluated by a health care professional who would refill the pump as patient still did not have a managing physician. At the time of this report, the issue was not resolved, patient status was alive ¿ no injury. The manufacturing representative later reported that the pump was not refilled, the health care professional was planning to replace the pump due to its prolonged state of being empty, they were hoping to replace it on (B)(6) 2016.